Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
Add'l reported info from the customer the following day, indicates that customer's blood glucose level has stabilized. No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.